Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not functioning and was not able to communicate after a recent revision procedure. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no electrocautery was used during the previous revision. Sc-1132 (sn (B)(4)) device evaluation indicated that the ipg was no longer functional due to damaged u2-asic. Visual inspection found burn marks on the case. Battery was depleted below the threshold and measured 1.74 volts. Sleep current (average) was excessive and measured 27.9 ma. Excessive heat was observed on the u2 (32.9 ºc).

Event description:
A report was received that the patient's ipg was not functioning and was not able to communicate after a recent revision procedure. The patient underwent an ipg replacement procedure. The physician suspected device malfunction. The patient was doing well postoperatively.